Event description:
It was reported that the patient had a loss of therapeutic effect. Before the patient left to travel on (B)(6) 2015, they noticed that the stimulation wasn't helping as it was earlier. The patient worked through all of the programs and continued to increase the settings; however it was getting sore so the patient turned it off completely and wasn't able to get it to work. The patient was on program 2 at 1.55v. The patient just arrived back home and it seemed like they had to go more often than usual and wondered if the long ride home could have contributed to the issue. The patient was not being able to adjust stimulation and got a screen with a circle with the implantable neurostimulator (ins) lightning bolt in the circle. The screen indicated that the ins was powered off. It was later reported that the cause of the event was not determined and reprogramming was not needed. The health care provider (hcp) was notified that the patient's device was not working. The troubleshooting, intervention, or other action taken to resolve the event was that the hcp called the patient and the patient said the manufacturer helped them troubleshoot. The patient thought the device accidentally got turned off. The patient recovered without permanent impairment. It was further reported that the patient did not have concerns with their device or therapy and received assistance from their hcp or manufacturer representative and their concerns were resolved. The patient had an appointment approximately on (B)(6) 2015. The patient still had concerns regarding their device or therapy, but was working with their hcp or manufacturer representative. The patient spoke to a manufacturer representative about device operation and their questions were answered. The person knew what they were talking about and the patient misplaced the phone number for their physician's assistant (pa) and that's why they called the manufacturer. The patient's pa was also very knowledgeable and the patient would have an appointment with them on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0mrwj, implanted: (B)(6) 2014. Product type: lead. (B)(4).